Event description:
One endeavor drug eluting 3.5x14mms tent was implanted in the proximal lad. It was reported approximately 4 months post stent implant the patient suffered an mi (location of infarction reported as anterior). Revascularization of the proximal lad was performed (target lesion, target vessel). The indication for revascularization was an acute mi which was on the same day as the stent thrombosis event was reported. The associated clinical signs and symptoms were reported as angina/mi. The investigator reported clinical and ECG signs of stemi. An emergent angiography revealed total thrombotic stent occlusion. The investigation reported a definitive relationship to the endeavor stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
.